Event description:
Boston scientific received information that the physician noted noise on the right ventricular (rv) lead which he thought was due to the sensing polarity of the lead. A revision procedure was performed where the physician reported oversensing of noise resulting in total loss of pacing when the device came out of the pocket. The boston scientific field representative was not present at the procedure and was not informed of the patient information or status of the products. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.